Manufacturer narrative:
Additional information: d9, g3, h3, h6. The manufacturer evaluation revealed a frozen clamping system inside the drive shaft. Further it was revealed that the bearing inside the drive shaft is broken and not turning anymore.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after inserting the k-wire and using the attachment, a rattling sound can be heard and there is abrasion. There was no harm for patient, operator or third party reported. No further information received. Update avoe 14-nov-2025 it was confirmed that the error occurred during a navicular bone screw fixation surgery on the (B)(6). The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.